Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with episodes of auto pacing mode switch caused by atrial lead noise. The lead function otherwise appeared normal and stable. The patient was reported to be in stable condition. The physician elected to continue to monitor the lead and take no action at this time.